Manufacturer narrative:
Type of investigation code: b15, b17, b20. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. [Invest. Conclusions code]: the event of inflammatory nodule is a known potential adverse event addressed in the product labeling. The event of viral infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
The healthcare professional reported injecting the patient with [unspecified] juvéderm® voluma¿ to the face and 2 ml of juvéderm® volux¿ to jaw (jw1, jw3 and jw4). Approximately a month later, patient was injected with juvéderm® volift¿ with lidocaine to the lips. Approximately two months later, patient was injected with juvéderm® volbella¿ with lidocaine into the lips. Approximately two months, patient developed swelling and hard lumps in the skin in jw1, jw3, jw4, lips. Five days later, patient was treated with prednisolone. Three days later, patient experienced a rash that starts at the jawline and moved to lips. Two days later, patient developed a suspected viral infection with fever, deemed not device related. Patient was treated with imodium for ileostomy output. The next day, patient developed ulcers / peeling of skin on both lips (more than half of the lower lip is affected in spots of up to approx. 1 square cm), ulcers / peeling develops at many injection sites of juvederm fillers in the lip over a few days. The wounds are very painful to light touch. Nodules/granuloma was suspected so patient was treated with 3x with hyaluronidase 1500 iu, first in the jawline, another hyaluronidase 1500 iu to the lips two weeks later and another hyaluronidase 1500 iu to the jawline a week after that. Patient was also prescribed tetracycline 2 times 500 mg per day for 9 days and clindamycin alternova 2 times 300 mg for 10 days. Ten days later, patient developed disturbance of sensation in upper lip with redness and swelling. The following week, their lower lips became swollen and deformed. Patient was treated with hyaluronidase. Approximately two weeks later, there was sensory disturbance in the lip and right cheek corresponding to an area of the palm (without the fingers). Itching and feels like bleeding. Patient still experienced swelling and hardness in the tissue in the upper lip and the skin outside the lip. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00140 (allergan complaint #(B)(4), MDR ID# 3005113652-2023-00146 (allergan complaint #(B)(4), MDR ID# 3005113652-2023-00147 (allergan complaint #(B)(4), MDR ID# 3005113652-2023-00148 (allergan complaint #(B)(4). This MDR is being submitted for the fourth suspect product, juvéderm® volbella¿ with lidocaine.